Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer contacted tandem technical services (cts) requesting guidance through the load fill tubing process. While contacting cts the customer reported their blood glucose level was 302 mg/dl. The customer delivered a correction bolus and manual injection to address bg level. During troubleshooting the customer was able to complete the load process.